Manufacturer narrative:
(B)(4); following data review, engineering recommendation is that this device should be closely monitored, so as to ensure measurements are within range and that charge times continue to be normal and as expected throughout the remainder of the implanted duration. It was further stated that if the device annunciates in response to a new and or repeated error condition, the patient should immediately present for follow-up. At this time, evidence indicates the device remains implanted and in service. A subsequent engineering evaluation has concluded that in absence of a root cause identification, it is now the recommendation of boston scientific to explant this device and return the unit for detailed analysis. However should the device remain implanted, at the discretion of the physician, the previous recommendation of close system monitoring is still applicable. To date, the system remains implanted and in service with no further anomalies and no adverse patient effects. Subsequently, the device was removed and replaced with no reported complications. The explanted unit is intended to be returned and a post-market analysis conducted. A pre-explant interrogation confirmed again the previously noted charge time errors.

Event description:
Boston scientific received information that during a routine follow up, the patient with this subcutaneous implantable cardioverter defibrillator reported beeping tones. Device interrogation illustrated a fault code notification of high impedances and elevated charge times. An in clinical pocket manipulation showed clear signals however, it was then reported the patient had an emergency appendix surgery a few weeks prior to the induction of tones. Additionally, an x ray showed all system components correctly positioned. No adverse patient effects were reported and data was sent for a technical review.

Manufacturer narrative:
Following data review, engineering recommendation is that this device should be closely monitored, so as to ensure measurements are within range and that charge times continue to be normal and as expected throughout the remainder of the implanted duration. It was further stated that if the device annunciates in response to a new and or repeated error condition, the patient should immediately present for follow-up. At this time, evidence indicates the device remains implanted and in service.

Event description:
Boston scientific received information that during a routine follow up, the patient with this subcutaneous implantable cardioverter defibrillator reported beeping tones. Device interrogation illustrated a fault code notification of high impedances and elevated charge times. An in clinical pocket manipulation showed clear signals however, it was then reported the patient had an emergency appendix surgery a few weeks prior to the induction of tones. Additionally, an x ray showed all system components correctly positioned. No adverse patient effects were reported and data was sent for a technical review.

Manufacturer narrative:
(B)(4); subsequently, the device was removed and replaced with no reported complications. The explanted unit was returned and a post-market analysis conducted. Laboratory analysis of the returned unit confirmed a malfunction related to shock lead impedance measurements. Engineers stated the likely reason for the observed malfunction being a contaminate issue between adjacent pins on the hybrid circuit. It was additionally stated that this issue would not impact, high voltage charging or shock therapy delivery but only the devices ability to measure shock impedance measurements.

Event description:
Boston scientific received information that during a routine follow up, the patient with this subcutaneous implantable cardioverter defibrillator reported beeping tones. Device interrogation illustrated a fault code notification of high impedances and elevated charge times. An in clinical pocket manipulation showed clear signals however, it was then reported the patient had an emergency appendix surgery a few weeks prior to the induction of tones. Additionally, an x ray showed all system components correctly positioned. No adverse patient effects were reported and data was sent for a technical review. Following data review, engineering recommendation is that this device should be closely monitored, so as to ensure measurements are within range and that charge times continue to be normal and as expected throughout the remainder of the implanted duration. It was further stated that if the device annunciates in response to a new and or repeated error condition, the patient should immediately present for follow-up. At this time, evidence indicates the device remains implanted and in service. A subsequent engineering evaluation has concluded that in absence of a root cause identification, it is now the recommendation of boston scientific to explant this device and return the unit for detailed analysis. However should the device remain implanted, at the discretion of the physician, the previous recommendation of close system monitoring is still applicable. To date, the system remains implanted and in service with no further anomalies and no adverse patient effects.

Manufacturer narrative:
(B)(4); following data review, engineering recommendation is that this device should be closely monitored, so as to ensure measurements are within range and that charge times continue to be normal and as expected throughout the remainder of the implanted duration. It was further stated that if the device annunciates in response to a new and or repeated error condition, the patient should immediately present for follow-up. At this time, evidence indicates the device remains implanted and in service. A subsequent engineering evaluation has concluded that in absence of a root cause identification, it is now the recommendation of boston scientific to explant this device and return the unit for detailed analysis. However should the device remain implanted, at the discretion of the physician, the previous recommendation of close system monitoring is still applicable. To date, the system remains implanted and in service with no further anomalies and no adverse patient effects.

Event description:
Boston scientific received information that during a routine follow up, the patient with this subcutaneous implantable cardioverter defibrillator reported beeping tones. Device interrogation illustrated a fault code notification of high impedances and elevated charge times. An in clinical pocket manipulation showed clear signals however, it was then reported the patient had an emergency appendix surgery a few weeks prior to the induction of tones. Additionally, an x ray showed all system components correctly positioned. No adverse patient effects were reported and data was sent for a technical review.